Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the needle breaking off of a powerglide pro is confirmed: however, cause is unknown. One photograph of a powerglide pro was returned for evaluation. An initial visual observation of the photograph showed the powerglide pro device resting on a towel. The device needle housing is separated from the needle and the housing appears to have the guidewire still attached. The needle is lying next to the housing, the catheter wings attached to the needle. The catheter hub is not in place with the needle and catheter wings. On the tip of the needle housing and the base of the needle are dark flecks which appear to be blood. While the needle breaking off of the powerglide pro was clearly visible in the submitted photographs, inspection of those photographs was insufficient to identify the cause of the break. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include bond failure between the needle and hub, material damage, and excessive force when handling device. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reeq1297 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the needle broke off from the housing after the wire went into the vein and the catheter was pushed into the vein. " additional info. Rcvd(B)(6)2020 - catheter was not secured at time of device malfunction, powerglide was actively being placed. No harm reported, needle was removed and placed in sharps container since it could not be sheathed.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reeq1297 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the needle broke off from the housing after the wire went into the vein and the catheter was pushed into the vein. " additional info. Rcvd 07/30/20 - catheter was not secured at time of device malfunction, powerglide was actively being placed. No harm reported, needle was removed and placed in sharps container since it could not be sheathed.